Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited sustained ventricular tachycardia (vt) in monitor zone for greater than five minutes. Ts discussed programming recommendations for optimization. No adverse patient effects were reported. The device remains in service.